Event description:
Reportable based on analysis completed on 18sep2024 it was reported that during a pulmonary vein isolation ablation procedure a farawave catheter was selected for use. When the catheter was in the left atrium and out of the sheet, electrode 1 had noise issues, the physician checked the pin box, and all pins 6 to 10 were correctly plugin, despite the issue the physician completed the procedure with success and no complications for the patient. The device has been returned for laboratory analysis. However, analysis of the returned complaint device revealed that the catheter guidewire lumen was blocked, and the guidewire was stuck.

Manufacturer narrative:
Upon device return and inspection, it was observed that the catheter was returned with a guidewire still stuck inside. An attempt was made to deploy the device, but the attempt was unsuccessful. Resistance was felt while moving the slider switch, and full flower deployment could not be reached. The device was put on the x-ray to look for any possible cause for a deployment issue. It was noted that the guidewire lumen was delaminated from the proximal inner hypotube. The device was subsequently tested by connecting the catheter, while in basket deployment, to a known good farawave cable and a known good farastar console. Egm signals were displaying and functional. No errors or abnormalities were noted. However, flower deployment was not attainable, so electrical testing could not be performed with the catheter fully deployed. Therefore, it was not possible to definitively conclude that there was no electrical issue. The catheter was dissected to look for any other abnormalities that could contribute to a deployment issue. Dissection of the handle confirmed that the guidewire lumen was delaminated from the proximal inner hypotube. Additionally, some kinking of the flush lumen was noted.